Manufacturer narrative:
E.1: initial reporter facility name: (B)(6) medical center. There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k981013. Investigation summary: bd received 5 samples and 1 photo for investigation. The photo depicts 5 tubes with varying fill levels, some significantly lower than the stated draw volume of 6 ml. The 5 returned samples underwent functional tests and all 5 samples passed with no issues identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: underfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® serum blood collection tubes, an unspecified number of tubes underfilled. No adverse impact was reported regarding the patient or user.